Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and could not be cleared. There was no reported impact to blood glucose. Reportedly, customer had an alternate method of insulin delivery available.